Event description:
Boston scientific received information that this right ventricular (rv) lead had pulled back a bit and threshold have also risen a bit. The patient fell causing rv lead to be dislodged. The health care professional (hcp) stated that chest x-ray confirmed this rv lead had pulled back but there was no lead revision that had been scheduled for the patient yet. Rv lead remains in service. No additional adverse patient effects were reported. Additional information received indicated this right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.